Manufacturer narrative:
Concomitant medical products: vku10v oscor medical lead, implanted: (B)(6) 2010; vku10v oscor medical lead, implanted: (B)(6) 2010; addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited high thresholds and the lead became unstable as the patient grew. It was reported that the epicardial right atrial (ra) lead exhibited non-capture and the lad became unstable as the patient grew. The leads were capped and replaced. No patient complications have been reported as a result of this event.